Manufacturer narrative:
The subject device has not been returned to omsc but was returned to the service department of olympus (B)(4) for evaluation. The service department of (B)(4) checked the subject device and confirmed the reported phenomenon, also the power switch was broken and the subject device could no longer be switched on and off. The power switch of the subject device was before improvement regarding durability. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that the power switch of the subject device had remained been pressed. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to the deterioration/fatigue of the subject device due to the long term-use passing more than 8 years since manufacturing the subject device or applying the unexpected force to the subject device by the user handling. If additional information becomes available, this report will be supplemented.